Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the rep that the lcsb5 solid toned 3/4 thru the case. The blade was then taken off, retorqued and retested and still was not working. Another lcsb5 device was used to complete the case. There was no consequence to the pt.